Event description:
Determined to be reportable based on analysis completed on 01/25/2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was located in the obtuse marginal left circumflex. The details of the lesion are unknown. The 3.00x16mm taxus liberte stent was unable to cross the lesion. The patient status is good. However, the device analysis revealed stent damage.

Manufacturer narrative:
The delivery device with the stent crimped on the balloon was returned for analysis. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. It could not be determined if the stent damage was present prior to the crossing attempts or if it occurred during withdrawal. Damage of this nature is usually the result of withdrawing an unexpanded stent back into the guide catheter. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted on the returned device which could have contributed to the reported complaint. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the stent damage could not be determined.